Manufacturer narrative:
Concomitant medical products: product ID 3037 lot# serial#(B)(6). Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient went to another doctor and had them set to a comfortable level and the issue is resolved.

Event description:
Additional information was received from a patient representative. They reported that the patient had an ongoing return of symptoms. Prior to the call, the caller saw 'poor communication', but was able to connect without any issues during the call. The caller increased amplitude on program 2 from 1.8 to 2.0 and the patient felt comfortable stimulation. They reported that it was previously set to 3.8 on program 3 and wondered if that program was incorrect. Patient services reviewed information. It was recommended that they monitor their symptoms after making the change, and make additional adjustments based on their symptom results.

Manufacturer narrative:
Continuation of d11: product ID: 3037, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they need assistance changing their setting because they were not able to hold their urine. They reported they felt the urge and headed to the bathroom, but did not make to the bathroom to empty their bladder. They stated they made an adjustment the day prior, but had to decrease stimulation because it was too strong and caused excruciating pain. They stated their bowels were currently moving alright and there was no issue there. The patient was able to sync with their programmer on the call and it showed stimulation was on. They had their son change the setting from program 4 at 5.5v to program 1 at 2.8v where they were feeling stimulation. The patient did report a fall related to the reported event, stating they fell backwards onto a coffee table on thursday. Additional information was received. The patient called and stated that after their adjustment it worked great until the middle of the night, then they had 2 accidents. Stimulation considerations following adjustments were reviewed and it was recommended the patient allow their body time to adjust to the new setting. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that the implant does not seem to be doing its job, as they are having accidents again. The patient stated that they happened maybe in the past two weeks or a little sooner than two weeks. It was confirmed stimulation was on. Patient increased stimulation on program 1 from 4.1 to 4.3 volts where patient felt stimulation. Patient will monitor symptoms now that change was made and will follow-up with the healthcare professional if it doesn't resolve. No further complications were reported.